Manufacturer narrative:
The reagent lot number was 835000 with an expiration date of 31-aug-2026. The field service engineer (fse) found that the system water was faulty, since the washing pressure was low, and the mixer washing station was not filling correctly. The fse replaced the gear pump head, adjusted the pressure, and the washing is now as expected. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hbsag ii assay results for several patient samples tested on a cobas 6000 e601 module. The following results were provided: sample 1: the initial result was 0.966 coi (borderline). The repeat result was 0.469 coi (non-reactive). Sample 2: the initial result was 0.937 coi (borderline). The repeat result was 0.427 coi (non-reactive). Sample 3: the initial result was 3.17 coi (reactive). The repeat result was 0.443 coi (non-reactive).